Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, pain and swelling in the scrotum and penis. The ipp was explanted, but a new device was not implanted due to the purulence present. There were no additional patient complications reported.